Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of visual disturbances, headache, hemorrhage, neurological event, hypotension and bradycardia are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 1 hour after the xact stent implantation in the left internal carotid artery, the patient experienced visual blurring in the right eye for 1-2 minutes and the left eye for about 10 minutes. No treatment was provided, and the symptom resolved. Additionally, the patient experienced hypotension and bradycardia post-procedure. The patient was treated with dopamine, and the usual blood pressure medications, amlodipine and a beta blocker, were held. The symptoms reportedly resolved on the 4th day after the procedure. 14 days after the index procedure, the patient was admitted to the hospital complaining of headache and memory loss. The diagnosis was left hemispheric intracerebral hemorrhage, likely due to hyperperfusion syndrome. The patient was treated with labetolol, and the anti-platelet medications were held. No additional information was provided.